Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that broken cubie pockets. A field service engineer, resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer recovery.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section b2 update: hospitalization (initial or prolonged) was unselected.